Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ multi-use nestable sharps collector had no product information label. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that one product had no product information label affixed to the base.

Manufacturer narrative:
According to the evidence received showing the lack of label in the base and within the report mentioning that one product had no product information label affixed to the base, we can identify this issue as a failure mode related to the manufacturing process due to process omission. For this reason, quality alert was posted to aware the personnel involved. The current controls within the process were reviewed and it was found that this characteristic is visually inspected by production department as well that during a second inspection based on an aql sampling plan performed by quality inspector; however, the probability to omit it by error could happened. A review of customer complaint records was performed; in accordance with the cc¿s records, one additional complaint was received throughout the last twelve months for the same part number and issue in which it was confirmed the issue as related to the manufacturing process h3 other text : see h.10.

Event description:
It was reported that the bd¿ multi-use nestable sharps collector had no product information label. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that one product had no product information label affixed to the base.